Manufacturer narrative:
Correction to section g5 510k number additional codes added to section h6 evaluation code results. Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. One breath delivery (bd) power controller board was returned to medtronic for further analysis. The reported event that a ventilator shut down and stopped ventilation could not be duplicated. Analysis found no fault with the returned board. One bd power distribution printed circuit board assembly (pcba) was returned to medtronic for further analysis. Visual inspection of the pcba found a damaged r6 (1¿) resistor and the r6 resistance measured 295.20k¿, indicating an open resistor. This is consistent with the report that the bd batteries were damaged as well as the compressor batteries were damaged after installing them in the bd unit. One direct current (dc)-dc board was returned to medtronic for further analysis. The receipt condition of the board, with a damaged c34 capacitor. Four batteries were returned to medtronic for further analysis. No visible distortion or damage was observed that may have affected the function of the battery. Battery level indicator showed 4 light emitting diodes (leds) illuminated when the battery indicator button was pressed. Firmware of the battery was tested and verified to be correct. The reported event for the battery would not charge and triggered the red battery leds was duplicated. The analysis showed that the battery was not charging while connected to ac power. When ac was pulled, the vent shut down. With an hsc (hardware short circuit) failure the battery will not work. The likely cause of the event was isolated to damaged r6 resistor on bd power distribution pcba, damaged c34 capacitor on dc-dc board and faulty hsc in batteries. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and replaced the direct current (dc) - dc converter printed circuit board (pcb), breath delivery controller/distribution board, all four batteries, updated software and fpga's (field-programmable gate array). The ventilator passed all testing per manufacturing specification and was returned to the customer. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient the pb980 ventilator shut down and ventilation stopped. It was also noted that the ventilator was unable to power on and the batteries had illuminated red led (light-emitting diode). The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Additionally, the customer removed the compressor batteries and exchange them with ventilator batteries and all four batteries were damaged with red led illuminated.